Manufacturer narrative:
The returned product was evaluated and the top housing was found to be cracked with the internal components corroded. The soft cannula was found to be damaged but could not be determined as the cause of the failure. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported her blood glucose read ¿high¿ (> 500 mg/dl) after wearing the pod for 12 hours.